Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device malfunctioned, emitting chirping noises, whilst the patient was under anaesthesia. No injury reported.